Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The customer stated that the insulin pump may have been exposed to high magnetic fields as she was in the area while an MRI scan was being conducted. Troubleshooting was not possible due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The insulin pump had a cracked reservoir tube.